Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the drug eluting stent distributed in the united states. Additional information will be submitted upon 30 days of receipt. This is one of two medwatchs associated with this adverse event. The following are the mfg. Report #'s: 9616099-2007-01343 and 9616099-2007-01344.

Event description:
The pt was admitted into the hospital in 2007 with stable angina pectoris. Angiography revealed disease in the native proximal left anterior descending. The lesion was de novo, moderately tortuous, mildly calcified type c with a 90-degree angulation. The vessel diameter and lesion length were 3.49mm and 30mm, respectively. A 3.0x 33mm cypher select plus was implanted at 20 atm and a 3.0 x 8mm cypher select plus was implanted at 14 atm. The lesion was post-dilated due to insufficient flow. Twelve days post index procedure, the pt developed chest pain. There were no ECG changes with a minimal troponin rise (0.05). The pt underwent coronary angiography a week post admission and was discharged home post angiography. The pt was compliant with the prescribed medications. The pt's pre-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The pt's intra procedure medications included aspirin, clopidogrel, reopro and heparin. The pt's post procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers.